Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not switching on. Upon functional testing the fse found that the issue with earthing connection, which was not letting the system to switch on. The fse refixed the earthing connections and replaced the fuse assembly. After refixed the earthing connections and replaced the fuse assembly, the system was returned use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system would not turning on. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.